Event description:
A patient sustained a laceration during a c1 laminectomy/ craniectomy procedure. The patient was prone and the attending physician placed the clamp onto the patient. The screws on the frame were beginning to be tightened when the frame slipped, and the injury, a 3 inch laceration, reportedly occurred. The injury wsa to the left side, double-pin location, of the scalp. The laceration was repaired with staples and no permanent injury was reported. Mayfield skull pins. Were not used during this procedure.

Manufacturer narrative:
The skull clamp was returned and evaluated. The clamp was found to be in poor condition. The 80# torque knob tested in specification, but the swivel base had some rotational and lateral movement in the locked position and the locking index knob was very loose. The clamp should not have been used in this condition. However, when the clamp was properly positioned, adjusted and locked, the reported "slip" could not be duplicated.